Manufacturer narrative:
(B)(4).

Event description:
Procedure type: total laparoscopic hysterectomy. According to the reporter: the needle broke when they were using the endostitch device. They were able to retrieve the needle from the pt after they took an x-ray to determine the location. The o.r. Time was extended by more than 30 minutes, however, there was no adverse event that occurred as a result of the extended time. There was no unanticipated blood loss. There was no tissue damage.